Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels decreased from 76 to 52 mg/dl while wearing the pod between 4 and 24 hours. Patient attempted to treat with apple juice and lowering her basal rate from 2.5 units per hour, to 0.5 units per hour, but reported this did not help her hypoglycemia. Patient also reported taking mounjaro, and only using the pump for basal insulin. Symptoms reported include nauseous, sweating, dizziness and headaches. The doctor removed the pod which resolved the issue. The patient was released 5 hours later. The pod was worn when seeking medical attention.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.